Event description:
Upon investigation, manufacturer's domestic evaluations lab found electrical contacts of the inform base appear to be burnt, melted. No adverse event reported. The device was returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.